Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic operating system did not provide phacoemulsification (phaco) power. The procedure details and timing of the event are unknown, and it is unclear whether the surgery was completed. No information regarding patient harm has been reported. Additional information has been requested but is not available at the time of this report.